Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 0.0 (non-reactive), repeated on (B)(6) 2022 = 785.36 s/co. New sample on (B)(6) 2022 = 733.59 (reactive), there was no reported impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2023-00002-00 under a different suspect device. Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the trigger level sensor (which was determined to be the likely cause). There have been no further reports of discrepant results since abbott fs was on-site. A review of the architect i2000sr, serial number (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the architect immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4) analyzer. Patient identifier complete sid : (B)(6).